Event description:
Follow up reported everything was resolved. Patient was re-implanted and doing very well.

Manufacturer narrative:
Product ID 39565, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ lead. (B)(4).

Event description:
It was reported that a lead and stimulator were implanted on (B)(6), 2012. The lead was then explanted on the evening of (B)(6), 2012, due to the patient experiencing leg numbness and a hematoma condition. The stimulator remained implanted. Additional information has been requested, but was not available as of the date of this report.